Manufacturer narrative:
(B)(4).

Event description:
The hospitalization due to low blood pressure for low bp and they threw the transmitter away no issues with blood glucose - just took everything off.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood pressure. Customer stated transmitter was not programmed into insulin pump. The insulin pump will not be returned for analysis.